Event description:
Performing hand assisted lap nephrectomy. Question of whether or not stapler misfired resulting in bleeding. Or staff not aware there was a question of stapler misfiring so device was destroyed. Bleeding resulted in demise of pt. Three different staplers of same product were used during procedure. 030449-030455-030458.